Event description:
It was reported that noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. Rv lead provocation testing was performed, and the events were not reproducible. Rv lead insulation damage was suspected to be the cause of the event; however, this was not confirmed. No additional intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.